Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the left ventricular lead exhibiting pacing impedance measurements exceeding the upper limit. Programming interventions were made. There were no patient consequences.